Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section h3-other (81): the device has not been returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that there was debris on the cone of the patient interface. No patient injury and/or complications were reported. No additional information was provided. This report is 2 of 4.